Manufacturer narrative:
Customer received the insulin pump with all operating currents within specifications. There was no unexpected low battery or off no power alarms on the insulin pump. The insulin pump passed the off no power test, self-test, unexpected restart error test, displacement test, rewind test, basic occlusion test and excessive no delivery alarm test. The insulin pump was unable to prime during priming test due to faulty force sensor resistor. The device was unable to complete functional test including occlusion test due to prime anomaly. There was intermittent button response during testing due to corroded keypad traces and the scroll bar not moving on its own. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 49 mg/dl. Troubleshooting for keypad anomaly was performed. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer advised the down button was stuck. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.